Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in russia. It was reported that when the rotaflow device was using and the speed is set to 1500 rpm (rounds per minute), the device works normally, when the speed rises above 1500 rpm, the device generates a the error message "head error¿. No harm to any person has been reported. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2022-04-04 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier emtec for repair. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A device history record (DHR) review was performed on 2022-04-05 for the rotaflow drive with s/n (B)(6) which was produced on 2020-07-10. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that when the rotaflow device was using and the speed is set to 1500 rpm (rounds per minute), the device works normally, when the speed rises above 1500 rpm, the device generates the error message "head error¿. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).